Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose was 175 mg/dl. The customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined to provide additional information regarding the issue.